Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing. All testing's were performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator passed the 70 hour extended tests at the customer's settings. The ventilator also passed the ltv final test, which includes many ventilation and alarm functions.

Event description:
Patient passed away while using the ventilator. The patient was in a car on the way to the hospital when he passed away. There is no reported allegation of malfunction or problem with the ventilator.